Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and "recall". Device remains implanted.

Event description:
Patient additionally reported left side capsular contracture baker grade IV, rupture, "thin sheet of heterogeneous liquid with a dirty posterior acoustic shadow on the left", "image suggestive of a lymph node with dimensions at the upper limit of normality in the left axillary region, showing echogenic material intermingled with a dirty posterior acoustic shadow, probably related to silicone".

Event description:
Patient reported left side "pain, capsular contracture [baker grade 4]" and is aware of the recall. Patient later reported rupture, "thin sheet of heterogeneous liquid with a dirty posterior acoustic shadow on the left", "image suggestive of a lymph node with dimensions at the upper limit of normality in the left axillary region, showing echogenic material intermingled with a dirty posterior acoustic shadow, probably related to silicone". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.